Event description:
Affiliate reported that a pt who may have a chiari malformation (producing excess fluid) is symptomatic with headaches. It was noted that a blockage was confirmed and as a result the pt required a revision. After 15 days the pt returned with more headaches and the surgeon programmed the valve to the maximum pressure for drainage. Pt still symptomatic. It was noted that the valve may not be enough to solve the pts problem and it was noted that the pt suffers form anxiety, which may be causing the headaches as well. Pt was referred to a psychiatrist for evaluation.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.